Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer was able to clear alarm and finish complete prime process. The customer stated that on second occurrence of the alarm, the customer run a self-test. The self-test not passed. Device will return for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test however, the insulin pump alarmed hardware low level failures during the self test and hardware low level failures alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 (sda) on the keypad assembly.